Event description:
Report received of a delay in therapy due to door/cassette alarms. In the emergency room, it was reported that a 20 minute delay occurred while initiating aggrastat, heparin and nipride, due to door/cassette alarms. The staff changed tubings and the therapies were begun. Add'l pt info was requested, but no further info was available. No report of adverse pt event.